Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had external ram error and unexpected restart alarm. It was reported that a temp basal was not programmed before the unexpected restart alarm occurred. Customer¿s blood glucose value was 91mg/dl. It was reported that the insulin pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Insulin pump will be returned for analysis.